Event description:
It was reported that a patient presented to the hospital after experiencing heart failure (hf) symptoms. While the patient device was explanted prophylactically, the lv lead pacing configuration was reprogrammed to improve patient's hf symptoms. The patient condition was stable following the procedure.